Event description:
A physician reported taht on 2/9/99, while treating a pt using the "adg" needle, the collagen leaked around the hub of the syringe and splattered on the pt. The needle did not separate from the syringe and there was no pt or staff injury. No medical or surgical intervention was required.